Manufacturer narrative:
E1: initial reporter postal code- (B)(6). Two (2) devices were received for evaluation. Visual inspection of the actual samples showed the filters to be contaminated with blood. After disinfection of both products, leakage tests of the blood side were performed and leaks were observed in the potting areas. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to manufacturing in that a short fiber in both products resulted in a bubble at the level of the support ring, which allowed the leaks. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) internal blood leaks were observed from two (2) polyflux 170 h dialyzers during hemodialysis therapy. The blood was not returned to the patient. There was no report of medical intervention associated with this event. No additional information is available.